Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. The following information was requested, but unavailable: did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened). If cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired? Did the surgeon continue the case with this same device?

Event description:
It was reported that during a bladder cancer, open procedure, the knife was locked and the jaws could not be opened anymore. They did not want to force the instrument to open it and used a second device to complete the procedure. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4). Additional information received: did the surgeon attempt to manually open the jaws with his fingers? Yes.